Event description:
The stylet wire broke it is not known if the wire broke in the pt, before insertion, or during removal of the wire.

Manufacturer narrative:
The complaint of a damaged stylet (break) was confirmed, but the cause is unk. The product returned for eval was a 26.8" long segment of a tls stylet with the t-lock assembly. The distal magnetic tip of the stylet was not returned for eval. Kinks and bends were found along the length of the stylet. A series of tight small bend were also seen in the stylet between 14.0" and 17.3" from the proximal end. The polyimide tubing was compressed and twisted in this region. The polyimide tubing had broken 24.3" from the proximal end, exposing the core wire underneath. The break in the polyimide tubing appeared fairly straight, under microscopic examination, except for one small jagged region. The end of the core wire contained the manufactured flared region (mandrel), indicating that the entire length of the core wire was returned and that the core wire did not break. The blue shrink tubing was seen around the exposed core wire. The distal end of the shrink tubing was jagged and irregular. The shrink tubing was bent over the distal end of the core wire. When an attempt was made to feed the returned stylet into a non-complainant catheter, the stylet could not be fully loaded into the catheter due to the kinks in the stylet. When an attempt was made to remove the hydrated (normal saline) stylet from the catheter (both with the catheter bent into a single curve configuration and a double curve configuration), the stylet could be removed with minimal resistance. The kinks could be felt traveling through the catheter, but no other unusual resistance was felt. It is unk if the reported difficulty removing the stylet was due to the kinks in the stylet or if other factors contributed to the event. The stylet should not be removed against resistance because this could damage the stylet and/or catheter. The IFU warns the user, "never force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approx 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed." A lot history review (lhr) of revj1017 showed fifteen other similar product complaint(s) from this lot number (362792, 362793, 363253, 363852, 364618, 366490, 367223, 368940, 369052, 369058, 369063, 369336, 375771, 375776 and 376584).